Event description:
The hosp reported that during the saphenous vein harvesting procedure, the air leaked out of the short port causing the tunnel to collapse. The harvester noticed bleeding and decided to complete the procedure with an open leg technique. The hosp did not report any other pt complications.